Event description:
It was reported that far field r-wave (ffrw) oversensing was observed on the right atrial (ra) lead. It was further reported that noise was observed on the right ventricular (rv) lead and that it was exhibiting oversensing which led to inhibition of pacing. Additionally, the rv lead triggered a lead integrity alert (lia) for high-rate, non-sustained episodes and increased sensing integrity counter (sic). The rv lead had been reprogrammed previously however the oversensing and noise persist. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID: 419688 lead, date of implant (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.